Event description:
Hospitalized for severe migraine, widespread body pain and muscle weakness, extreme fatigue, and insomnia. I believe all of my health problems are related to my breast implants. I have every single one of the bii symptoms.